Event description:
We received a report that during the implantation of a tecnis pcb0000185 intraocular lens (iol) the doctor noted the patient's capsule broke. The incision was enlarged and the iol was cut out. A back-up 3-piece iol was then implanted and the procedure completed successfully. A vitrectomy was not required and there was no quality issue with the iol.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens sample was returned to manufacturer for evaluation. Visual inspection showed the preloaded insertion system was received in a plastic bag. The plunger component was observed in a fully advanced position. Cartridge was observed fully engaged into lower body of the pcb00 device. The lens sample was received cut in two parts. The lens condition is consistent with a lens that was removed and replaced from the patient's eye. Due to the damaged condition of the return sample, no further product testing could be performed. A manufacturing record review was performed. All process operations presented in the manufacturing record were in compliance with manufacturing instructions and specifications. There were no process and / or material changes within the production order. All tests results showed a pass condition. No deviation or non-conformance report (ncr) was generated when this production order was manufactured. Device met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted. Placeholder.